Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
Allegedly the patient was revised due to aseptic loosening socket; pain. Microport head, neck and stem were implanted with a competitor's shell and liner. Srnjr number: (B)(4), side: l, frasa: p3 incapacitating systematic disease. The following component have no alleged deficiency and were not revised during this surgery: profemur® l hip stem size 2 ha coated, pha05504, lot # 1526066, qty. 1.